Event description:
It was reported that the high-frequency electrosurgical unit had an error code of e433. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the e433 error. The error was likely due to a faulty printed circuit board and/ or the generator board. Olympus will continue to monitor the field performance of this device.